Manufacturer narrative:
The customer complaint of tubing had hole in it could not be confirmed due to the product not returned for failure investigation. The package was received at the (B)(6) center in (B)(6) damaged and the contents were missing from the package. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the IV tubing had a hole in it during an infusion. No patient harm reported.